Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was in the proximal lad with moderately calcification and 99% stenosis. The voyager rx was inflated in the lesion for the first time when the balloon ruptured at 3 atm. The lesion was dilated using a 1.5 x 15 mm voyager rx balloon catheter and a 3.25 x 10 mm nc mercury balloon catheter. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numberous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, anatomy, previously implanted stent, calcification and tortuosity, or insufficient prep. The lesion was moderately calcified and 99% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices or the calcified lesion, such that the balloon ruptured upon inflation. Without the device to examine, no conclusive root cause for the reported balloon rupture can be determined.